Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level and they were hospitalized due to hypoglycemia on unknown date. The customer¿s blood glucose level was 20 mg/dl at time of incident. Customer stated that infusion set cannula was bent and had insulin flow block alarm. The device will not be returned for analysis.